Event description:
Customer reported having a hypoglycemic event resulting in loss of consciousness. A freestyle reading of 111 mg/dl was taken by the customer's family member, who found pt unconscious. The family member administered a glass of sugar water and small pieces of chocolate. Approximately 25 minutes later, another freestyle reading was taken with a result of 132 mg/dl. The paramedics were called and, upon their arrival, a glucose test was taken with an unk brand meter, resulting in a measurement of 60 mg/dl. The paramedics administered a tube of glucose. All tests were reported to have been taken on the customer's fingertips.